Event description:
The healthcare professional (hcp) reported that the patient needs an MRI procedure that is due to problem with their therapy. The healthcare professional reported that the patient was having pain and worsening foot drop. It was reported that the pain started a week prior to the report and seems to be getting weaker. It was stated that neuropathy seems to be worsening. It was reported that the patient had a fall. It was reported that the program was getting a bit worse but nothing acute. The patient indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.